Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 209 mg/dl. The customer states where she puts her insulin in right around the top of it is crumbling and is about to break off. Troubleshooting was performed for damage and noticed crumbling on top of reservoir compartment. The insulin pump will be returned for analysis.